Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern), ruby coils, and a non-penumbra guide. During the procedure, while attempting to deploy the first ruby coil, the lantern became kinked. Therefore, the ruby coil was re-sheathed and the lantern was removed. The procedure was completed using a new lantern, the same guide, and the same ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and a non-penumbra guide. During the procedure, while attempting to deploy the first coil, the lantern became kinked. Therefore, the coil was re-sheathed, and the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.